Event description:
The facility returned the device for service with the report of an 810:04 failure code on channel c. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.